Event description:
It was reported via a service report that the foot brakes were not operating to specification and the jacks were stuck at full height with hydraulic fluid on the floor, also the IV pole bracket was allegedly broken.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 35.1 months, due to unknown reasons. No further details were provided.